Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2014-03028 and 1627487-2014-03029. The patient has 2 cervical model 3189 scs leads with the same lot number. It was reported the patient is experiencing pain at her cervical mid-line incision where the occipital (off-label) scs leads are implanted. The patient is to consult with the physician regarding the issue.